Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, after reviewing the information obtained from the customer, it was determined that the reported bleeding was not caused by an olympus device. However, it was determined that the reported communication failure was caused by water damage to the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿make sure that the scope connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a diagnostic procedure using an evis exera iii bronchovideoscope, on a patient with pre-existing bleeding, the image went off. The device was inspected before use and no abnormalities were found. The physician was 20 minutes into the procedure when the image disappeared. The procedure was then delayed around 20 minutes and concluded with a change of equipment. No intervention was required; there was no need to administer drugs or modify the procedure. No harm occurred to the patient. A olympus field service engineer went to the customer site to perform an inspection of the device. The following errors were found on the concomitant device, the evis x1 video system center: e891 endoscope disconnection failed; e226 endoscope communication error; e117 parts replacement; e237 endoscope error; and e237 e216 on the scope. Additionally, minute traces of moisture were found leaking from the valve of the test seal on the scope. Patient identifier#: (B)(6) is for the evis exera iii bronchovideoscope. Patient identifier#: (B)(6) is for the evis x1 video system center.